Event description:
Consumer has been having troubles with their programmable hearing aids for 2.5 years. Problems include whistling noises and repeated complete failures. The hearing aids have been returned to the MFR numberous times to be reworked and pt says they are never fixed and they almost never work. Pt said that the specialists they have seen say the problem is a chip problem and the MFR says it is an amplifier problem. Pt has worked with numerous specialists and it can't be fixed. Pt says it is a lemon but the MFR will not give them a new one or reimburse their money.